Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported that the customer received a low predicted blood glucose and upon testing, found his blood glucose was at 30 mg/dl, but believed there was an issue with accuracy. The customer stated that he would enter too many or not enough carbohydrates, causing the issue. Nothing further reported.